Manufacturer narrative:
1 x zso-7-7 of lot number unknown involved in this complaint was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. This file is linked to (B)(4) (emdr 3001845648-2020-00901) and is for the replacement device, (B)(4) is for the original stent. Documents review including IFU review: as the lot number of the complaint stent is unknown (ref. Att (B)(4) _lot number unknown), a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zso-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. The label which accompanies this device instructs the user to use a 0.035" wire guide. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this, the procedure was completed successfully with this device. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted as investigation completed on 26-apr-21. Results and conclusions are outlined in section h of the report.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Information received 05-nov-2020: do you mind asking the customer if the same type wire guide was used for the replacement zso-7-7 device used to complete the procedure? If not, can the customer confirm what wire guide was used? Yes, the nurse used same wire guide. This hospital used awg2-25-450 dominantly. (More than 80% share). They complained initially, but they used to it. (More than 1 year) this file is related to pr (B)(6). It was created to capture user error, as an incorrect wire guide (0.025 inch) was used to place the second device which was successfully placed